Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate 3 ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. The submitted log file appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists bleeding, infection, sepsis, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year & 5 months. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2019 with fluid overload and acute renal failure(arf). Patient developed a gi bleed and also is septic with blood cultures (B)(6) for (B)(6). The data showed 116 pi events that were occurring on (B)(6) 2019 from 5:38:04 to 13:20:27. All pi events will cause the hm3 vad speed to drop to its low speed limit, which is currently set at 5300 rpm. Additional information of (B)(6) 2019: patient was started on IV vancomycin. Additional information as of (B)(6) 2019: patient had an egd/colonoscopy during this current admission because his international normalized ratio needed to be drifted down for a tunneled dialysis catheter insertion. The egd/colonoscopy were done on (B)(6) 2019. The egd was negative. The colonoscopy showed the following impression: one 5 mm polyp in the ascending colon. Resected and retrieved. Two 3 to 4 mm polyps in the sigmoid colon. Resected and retrieved. Internal hemorrhoids. Patient then started having bloody bowel movements and the colonoscopy was repeated on (B)(6) 2019. The repeat colonoscopy showed the following impression: bleeding in the ascending colon secondary to previous polypectomy. Injected. Clips were placed. Treated with bipolar cautery. Blood in the entire examined colon. Internal hemorrhoids. No specimens collected. Blood cultures from (B)(6) 2019 were (B)(6) for (B)(6). Patient treated with IV antibiotics and tunneled dialysis catheter placed on (B)(6) 2019 was removed. Patient underwent a transthoracic echocardiogram and transesophageal echocardiography for further evaluation. ICD/ppm lead endocarditis on transesophageal echocardiography (1 cm filamentous echodensity on atrial lead) and prosthetic mitral valve endocarditis on transesophageal echocardiography (2 small echodensities on the anterior and posterior leaflets of the mitral valve annular ring). Acute kidney injury, stage IV ckd (baseline creatinine 2.5) - started on continuous veno-venous hemodialysis then transition to intermittent hemodialysis. No further information provided.